Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported high blood glucose up to 500 mg/dl. She also reported that the insulin pump was cracked on the display screen and in the casing between the display screen and battery compartment. The crack occurred when the customer fell down at the movies, and she stated that the blood glucose had been running high since then. She noticed when she changed the infusion set that the cannula was bent. Customer treated with manual injection. She stated that the drive support cap appeared normal. She found no air in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. She stated that the basal rate and bolus wizard settings were correct. Nothing further was reported.